Event description:
It was reported that the 840 ventilator had a no audible graphical user interface (gui) alarm. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the 840 ventilator had a no audible g raphical user interface (gui) alarm. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the gui was not producing audible alarms and replaced the gui alarm assembly. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the reported event was isolated in the field to a potential fault in gui alarm assembly. The event is included in trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation code was updated due to analysis of returned part: conclusion code (annex d) remove d02 and add d15 h3 device evaluation summary: was updated due to analysis of returned part: medtronic conducted an investigation based upon all information received. It was reported that the 840 ventilator had a no audible g raphical user interface (gui) alarm. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the gui was not producing audible alarms and replaced the gui alarm assembly. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One gui alarm assembly was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. As the gui alarm assembly resolved the issue in the field, but tested satisfactorily, it is possible the cause of the event was an internal connection issue that was corrected when the part was replaced. The event is included in trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.